Event description:
On 8/16/2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin ii cartridge yielded a result of 0.19 ng/ml 2007 01:26. A different sample was tested in the laboratory yielding a result of 0.06ng/ml 3 months prior 01:19. Another sample was collected and tested using an I-stat cardiac troponin t cartridge and yielded a result of 0.02ng/ml 3 months later 06:00.